Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported ext hi ppeak (extended high peak pressure) alarms while using the avea ventilator. The customer reported the suspect device does not ventilate. The issue occurred during start-up of the suspect device. There is no patient involvement associated with the event.